Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board, sensor board and blower were replaced by the customer prior to returning for service.